Event description:
A complaint was received, where the following was reported. On (B)(6) 2020 at 6:50, an m300 with the ID 8 was recorded at bed place 2. Between 11:00 a.m. And 2:00 p.m. The m300 with the ID 8 was recorded at bed place 8. According to the user, it was possible to record the m300 with ID 8 at bed place 8. Although, this was already there was recorded at bed place 2. Was this possible or is the m300 with ID 8 at bed place 2 been released? Another device should be assigned to bed space 2. One patient was not monitored by this incident. The patient who should have been monitored at bed place 2 has died.

Manufacturer narrative:
The ics diagnostic log verified, the cited device was reassigned. This does not indicate, a device malfunction as this action can only be done by user interaction. If a user selects an m300 that is already assigned at the ics, a confirmation screen is provided. The user must select ¿confirm discharge of the patient¿ or ¿cancel and not discharge the patient¿ to continue. If the discharge is confirmed, the m300 is discharged (a ¿discharged¿ message is displayed at the ics). The involved devices were tested on site by a draeger technician, with no malfunctions identified. There was no device malfunction. Therefore, our device can be excluded from the patient death. This is an isolated case.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
A complaint was received where the following was reported. On (B)(6) 2020 at 6:50 an m300 with the ID 8 was recorded at bed place 2. Between 11:00 a.m. And 2:00 p.m. The m300 with the ID 8 was recorded at bed place 8. According to the user, it was possible to record the m300 with ID 8 at bed place 8, although this was already there was recorded at bed place 2. Was this possible or is the m300 with ID 8 at bed place 2 been released? Another device should be assigned to bed space 2. One patient was not monitored by this incident. The patient who should have been monitored at bed place 2 has died.